Event description:
Additional information was received from the manufacturer representative clarifying that there was no patient present at the time this issue occurred.

Manufacturer narrative:
A1 correction) pt. Identifier updated to reflect additional information in b5. B5) additional information provided. D11 additional information) section d information references the main component of the system and other applicable components are: product ID: 9735670, serial/lot #: (B)(6). H3) a medtronic representative went to the site to test the equipment. After replacement of a usb cable and solid-state drive, the issue persisted. The manufacturer representative confirmed that the camera cart did not function. A camera cart replacement was performed. The camera cart was returned to medtronic for analysis. Analysis revealed that the reported issue was confirmed. The camera cart was having touch issues. Once the touch usb was unplugged, the system would function as expected minus the touch on the camera cart. When the monitor was tested standalone, the monitor acted like there was touch input when nothing was touching the screen. The camera cart was tested with the touch usb disconnected and passively tracked an instrument without issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6) fdm 10, fdr 114, fdc 4307 are applicable to the system testing at the site and the returned camera cart analysis. Correction: patient code corrected to reflect additional information in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Name of initial reporter unknown at the time of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that after a software install and reinstall and camera cart monitor replacement, the camera cart monitor touch worked intermittently and the software became unresponsive. It was reported that intra-operatively, the software became unresponsive and the image display shifted up and down and the keyboard appeared and disappeared. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. During troubleshooting, the clinical specialist (cs) was able to replicate the software bouncing up and down. After rebooting no additional software display movement. The mouse was plugged into the main cart, and touch and mouse capability were normal. The cs noticed the camera cart touch was disabled and it was not possible to move through the software tasks. It was confirmed that the cables were connected on the camera cart. The camera cart monitor touch then started working. Technical services (ts) recommended disconnecting the touch micro usb cable from camera cart only and rebooting to try to replicate software behavior and eliminate phantom touch. With touch usb disconnected, the software worked as expected. Then the touch-micro usb cable was plugged in on the camera cart and rebooted. The software worked as expected. It was not possible to replicate the behavior consistently.